Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported by the customer that the reservoir leaked insulin into the reservoir compartment. Troubleshooting was performed and no cracks or splits were found in the barrel. The customer stated that upon inspection, the reservoir had a rotated septum. The customer also stated that the insulin pump is not water tight. Nothing further was reported.